Event description:
It was reported to ge that patients experienced hair loss after fluoroscopic head procedures on the diagnostic x-ray fluoroscopic system. The exams were conducted on or about 26 feb 1998 and 10 mar 1998. A malfunction of the hv control may have contributed to the event. The equipment has been repaired and returned to service.